Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The physician performed a cystoscopy and observed that the cuff was not closing tight enough around the urethra. The aus cuff and pump were explanted and a new aus cuff and pump was implanted. The aus balloon from the original implant surgery in 2014 remains implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.